Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the uncomfortable stimulation when the ins was off was unknown. When asked what steps were taken to resolve the issue, they reported they had the device removed on (B)(6) 2023. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The reason for call was since 3 days ago the patient has been feeling uncomfortable stimulation in all of their programs at the lowest setting, 0.1ma. Patient said that their stimulation undergoes cycling so they feel it every time the stimulator produces stim. Patient denied any falls/trauma/procedures. During the call, patient had their stimulator turned off and turned it back on and said they weren't feeling any sensation, but when the ins cycled and produced stim the patient said it still felt uncomfortable. The issue was not resolved through troubleshooting. Provided therapy optimization guidance, including turning ins off if feeling uncomfortable on every program and redirected to their healthcare provider to check the circuitry. On 2023-jun-30 additional information was received. The nurse called with patient, saying that patient still felt stimulation. During call, assistance given and was able to get nurse/patient to connect with the handset to confirm that therapy is off. Patient stated cause was unknown. Patient also stated it was turned off and they were being stimulated to where it was very, very uncomfortable and hurting them at times. The emergency room doctor even called manufacturer and did the best they could for information about it. Issue has not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.